Event description:
Customer reported a leak occurred when using the coulter lh 750 hematology analyzer. The instrument was generating an error condition of "pc1 errors" when the leak was identified. The volume of the leak was about 4 ml and was contained within the instrument. The operator was wearing personal protective equipment of gloves, lab coat, and eye protection at the time of the leak. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
One (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found that pinch valve vl53b was not actuating. Pinch valve vl53b controls the vacuum for waste chamber vc13. Waste chamber vc13 collects the waste from the needle bellows and from the flowcell. The fse replaced pinch valve vl53b and the instrument ran without any leaks or errors. The repairs were verified per established procedures. Identification of failure modes: the cause of the leak was that pinch valve vl53b was not actuating. No erroneous results were generated for this event. Upon recur; the failure mode identified is likely to cause erroneous results for all parameters due to improper drain of the differential and reticulocyte waste chambers. Product labeling: lh750 warning-precautions_ pn (B)(4), beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).